Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. The service history review identified no previous services. Functional and accuracy tests were performed, and no device problem was identified as the accuracy testing result in the workshop was +8% (21.6ml) which is within spec 18.2 -22.2 ml. No further actions were taken.

Event description:
It was reported that the device over infused. There was no reported patient involvement.